Event description:
Caller also reported a complaint regarding their nevro device stating it's a literal and figurative pain in the tush because you have to charge it. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".